Event description:
During a shoulder procedure rotator cuff repair the surgeon was utilizing an elite pass premium suture shuttle with elite pass shuttle needle. The device was used to pass the suture from the anchor through the cuff tissue. After three times of passing is was noted that the suture was not being retrieved by the needle. The device was inspected further and it was observed that a small portion of the needle was broken off at the distal tip. The portion that broke off was approximately 2mm in size. An x-ray was performed in an attempt to locate the fragment. X-ray confirmed that the fragment was imbedded in the cuff tissue and was not poking out. After looking arthroscopically for the piece, the decision was made to the leave the fragment imbedded in the tissue as it was thought that removing said piece may cause more damage. There was an approximate 30 minute delay in the case. The procedure was completed with a backup device on hand. No items will be returning to the manufacture as the device was discarded post-operative.

Manufacturer narrative:
(B)(4).